Event description:
It was reported to philips that the allura device would not x-ray. The device was inside of clinical use at the time of the event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnosis procedure, and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Upon functional testing, the fse found that the foot switch connector screws were broken causing the connector to come loose. To resolve the reported issue, the fse replaced the connector screws in the table as well as the new foot switch cable which included the new screw down holders. After replacement of connector screw and the footswitch cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.